Event description:
It was reported that three months after implant, the lead impedance was unexpectedly high. Ventricular thresholds went from 1.0 v to 2.5 v. Autocapture set-up was unsuccessful due to polarization being too high. An x-ray and echo-cardiogram did not reveal anything indicative of a lead perforation. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.